Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical support of encountering a large drain volume during drain 4 of the peritoneal dialysis treatment. Patient also reported swelling in the ankles. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (4) where 4104ml drained. This drain is 205% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 2002ml is 3604ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient was dehydrated and was advised to cease eating salty food. Patient also has issues with blood pressure. The patient¿s swelling was resolved after a change in diet. There was no medical intervention. Patient resumed treatment on a replacement cycler.

Manufacturer narrative:
The reported symptom (iipv (dv greater than 200% of fv)) was not confirmed. Symptom code (trng: uf questions) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. Symptom code (no allegation of product deficiency) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no visual discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.